Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose of 2.1 mmol/l on (B)(6) 2019 and was treated by paramedics with glucagon shots and then taken to the hospital via ambulance. After receiving two glucagon shots, customer¿s blood glucose dropped to 1.3. Caller reported that it was determined that customer¿s low blood glucose was caused by stress received at customer¿s living situation which is a group setting. Customer was reconnected to insulin pump after leaving the hospital the next day after incident. Insulin pump will not be returned for analysis.